Event description:
The facility reported that the device broke inside of the patient. The facility was able to recover all of the pieces that broke. No additional information was provided.

Manufacturer narrative:
The facility reported that "under normal use during a laparoscopic procedure, the top blade cracked off into the patient and had to be retrieved". The facility was able to recover all of the pieces that broke. No additional information was provided. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was returned for evaluation and the customer reported issue was confirmed, the ultrasonic blade was observed to be cracked and the tip was broken off, however the broken off tip was not returned with the sample and a definitive root cause was unable to be determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.